Event description:
It was reported that a farawave catheter was selected for an atrial fibrillation ablation procedure. The pulmonary veins were isolated. The patient also received a watchman device during the same procedure. Cavotricuspid isthmus (cti) ablation was performed after pulmonary vein isolation (pvi). The patient was administered 2 mg of nitroglycerin through the groin sheath, and the physician waited 1 minute before delivering 10 lesions. It was reported that anesthesia had difficulty managing the patient blood pressure and extubation post procedure. The patient was transferred to the ICU. The next day, the patient underwent a left heart catheterization, where a low ejection fraction was noted. One stent was placed in the right coronary artery (rca). Narrowing of the vessel was noted proximal and distal to a patch of calcium.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.